Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a product that was returned after the end of the loan period (tip deformation, loaner return, no allegation of malfunction) was found to have an issue during the acceptance inspection. There was no patient involvement. Additional information was received. It was reported that deformation may have occurred due to excessive load during use.

Manufacturer narrative:
H3, h6: the probe, lot number: 160920, was returned to the manufacturer for analysis. The tip of the returned probe was bent. There were also impact marks on the back end. The reported event could be duplicated by medtronic personnel. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.